Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while pushing tube into the holder, the rubber cover is stretched and doesn¿t get back to its original position on a bd vacutainer® eclipse¿ blood collection needle. This leads to blood spillage. This occurred on 96 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and side pierced sleeves and sleeves that did not fully recover with the incident lot was observed. Additionally, draw testing of the customer samples was performed and sleeve leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for side pierced sleeves and sleeves that did not fully recover with the incident lot was observed. Additionally, testing of the customer samples was conducted and sleeve leakage was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while pushing tube into the holder, the rubber cover is stretched and doesn¿t get back to its original position on a bd vacutainer® eclipse¿ blood collection needle. This leads to blood spillage. This occurred on 96 separate occasions but the date/time and or patient information is unknown.